Manufacturer narrative:
At this time, very little info has been provided with this event. Should add'l details be made available that further this investigation this report shall be updated.

Event description:
It was reported that the pt had their right knee revised on (B)(6) 2009. The original tka took place on (B)(6) 2007.